Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was separated at the y-site while connecting to a "ultrasite cap of the IV". The solution involved was normal saline. This was identified during setup. There was no patient involvement.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and the tubing was observed separated from the male luer. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.